Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 16x4.00 rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was fractured. The procedure was completed using another rebel stent. No patient complications were reported and the patient's status was stable and in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device never entered the patient's body. The 16x4.00 rebel¿ stent was loaded unto a non-bsc guide wire but became stuck. While pulling the rebel¿ stent off the guide wire, the rebel¿ stent broke and the stuck segment remained stuck on the guide wire. The stuck segment of the rebel¿ stent was then cut with the guide wire and the procedure was completed with another balloon.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stent delivery system with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The stent was secure on the balloon between the markerbands. Microscopic examination revealed that the stent was not fractured but was damaged. The fifth proximal row of stent struts were bent and flared. Microscopic examination presented no damage or irregularities to the hypotube of the device. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination presented no damage or irregularities to the tip of the device. Microscopic examination presented no damage or irregularities to the markerbands. The balloon was tightly folded. Microscopic examination presented no damage or irregularities to the balloon of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device never entered the patient's body. The 16x4.00 rebel¿ stent was loaded unto a non-bsc guide wire but became stuck. While pulling the rebel¿ stent off the guide wire, the rebel¿ stent broke and the stuck segment remained stuck on the guide wire. The stuck segment of the rebel¿ stent was then cut with the guide wire and the procedure was completed with another balloon.